Event description:
It was reported an angio-seal device was deployed post procedure. Pulses were noted to be absent (time unk) in the right leg and the pt underwent surgery to restore blood flow to the leg. The angio-seal device was removed and the pt was reportedly recovering. Attempts to obtain additional info regarding this event have been unsuccessful.